Manufacturer narrative:
H.6. Investigation summary: complaint history review: complaint history was reviewed and a trend was identified for this product. Batch history record (bhr) review: the bhr was reviewed. No deviations from validated manufacturing processes were identified. Sample analysis: picture sample was provided showing contaminated plates. The retain samples were reviewed and a deviation was not detected. Evaluation results: this product is filled under aseptic conditions. Therefore sterility of the finished product cannot be guaranteed. Unfortunately a 100 % inspection level for sterility is not possible and sterility testing is carried out on the basis of a representative sample. In consequence, occasional contaminations cannot be prevented. In this case, a trend was identified. Currently several cross-functional teams are conducting extensive investigation to reduce the occurrence for such subliminal contaminations. Such an investigation will take some time. A definite root cause was not identified. Bd will continue to monitor incoming complaints for similar defect types. Investigation conclusion: based on the internal investigation, this complaint can be confirmed for contamination. Since a trend was identified, a thorough investigation is currently underway.

Event description:
It was reported that while using 50 bd plate columbia ag 5prct sb 90mm, contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "contaminated agar plates in different boxes."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. There is no 510(k) for this device as it is manufactured outside the us and not sold in the us but is considered to be substantially similar to the legally u.s. Marketed device bd bbl¿ (B)(4) with 5% sheep blood catalog number 221263 which is a preamendment device.

Event description:
It was reported that while using 50 bd plate (B)(4) 5prct sb 90mm, contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " contaminated agar plates in different boxes".